Manufacturer narrative:
The product was received for evaluation. Visual inspection revealed a missing sticker seal. A functional test confirmed a small plastic screw was jammed between two gears which caused the issue. The root cause was identified as a plastic screw. No device history review (DHR) was performed. There has been no service performed on this device, the loose screw was introduced during manufacturing. The manufacturing supervisors were notified to review the issue and discuss it with their teams. Evaluation completed. Updated h6. Updated d5 unknown and e4 unknown., corrected data: corrected information: removed patient identifier as there was no patient involvement.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 41622. No patient involvement.